Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that ophthalmic forceps are getting stuck together and do not open. Procedure details and patient involvement information is unknown. There was no patient harm reported. Additional information has been requested.